Event description:
It was reported that during implant the right ventricular lead exhibited a loss of capture and high lead impedance. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.